Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 276 mg/dl and 500 mg/dl. The customer treated with manual injection. It was reported that they had no delivery and the insulin did not exited. The troubleshooting was performed and was advised to remain disconnected and push insulin slowly through the tubing. Customer reports insulin exits the tubing. The customer was advised that the pump was working as designed and explained alarm was caused by infusion or reservoir occlusion. The insulin pump and reservoir will not be returned for analysis.